Manufacturer narrative:
Additional lot number reported: d4. Medical device lot#: 4116290; d4. Medical device expiration date: 04/30/2026; d4. Unique identifier (UDI) #: (B)(4); h4. Device manufacture date: 06/10/2024. (B)(6). Investigation summary: "material #: 301746. Lot/batch #: 4116290 and 4057364. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hooked needle point was observed. The failure mode of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hooked needle point. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported prior to using bd vacutainer® flashback blood collection needles, two (2) devices were found with barbs on their needle points and five (5) devices were found with foreign matter in their in-vein indicator window within the hub. There was no report of adverse impact to patients or users.